Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
Reference MDR #1219856-2010-00171 for the first event involving the same patient. It was reported that the md inserted a teflon sheath over the spring wire guide (swg) that was already inserted in the patient's artery. The intra-aortic balloon (iab) could not be inserted through the teflon sheath and as a result, the iab and teflon sheath were removed. The md requested a third iab and this iab was able to be inserted over the existing swg and through the teflon sheath. Per the sales representative, the md could not remember which iab was used for the first attempt to insert through the teflon sheath. The md also stated that "he does not know which iab he inserted successfully." The md told the sales representative that "the kits that were not successfully inserted were put on a table and housekeeping threw them away." Additional information received on 03/05/2010 by the sales representative reported that the rn stated that the spring wire guide was kept in the patient the whole time. There were no reported patient complications.